Event description:
It was reported that during the procedure for a super secur-fit plus, the distal extension detached from the femoral broach and remained in the canal. The surgeon tried to remove the distal extension from the canual but was unsuccessful. The distal extension was left in the pt.